Event description:
Reported observation: pt developed canaliculitis after insertion of an oasis medical form fit hydrogel canalicular plug in the left eye. Product reference: 6306, product lot number: not reported, product inserted on: (B)(6) 2011, date of complication: (B)(6) 2012, reported to oasis medical inc on: (B)(4) 2012. Pt treated by attending dr with antibiotics. Attending dr was unable to irrigate the plug from the canaliculus. Pt referred to an oculoplastic surgeon.

Manufacturer narrative:
Pt developed canaliculitis with granuloma os lower lid in the left eye requiring surgical treatment. Attempts made to flush the plug from the canaliculus were unsuccessful. The canaliculus was not checked for patency prior to insertion of the oasis medical form fit hydrogel plug. After the attempted canalicular flush and topical antibiotic therapy was unsuccessful the pt was referred to an oculoplastic surgeon. The surgeon surgically removed the granuloma and what appeared to be a residual plug. The issue was resolved for the pt. The pt had an oasis medical form fit hydrogel plug inserted into both the right and left canaliculus. The pt has had no adverse event in the right lower puncta/nasolacrimal duct.